Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was "tipped sideways" and the ins battery died. The patient had a gastric bypass and had an expected large weight loss. Due to the expected large weight loss, the ins had tipped sideways. It was decided that, as long as the ins was charging and working, the ins would be left alone until the ins needed to be replaced. The consumer also reported that the ins did not hold a charge; the patient would charge the ins to full and the charge only lasted about 3 hours. It was noted that the patient was still trying to find a managing healthcare professional. The consumer noted that, in 2014, a manufacturer representative was made aware of the ins tipping and issues with keeping the ins charged. The manufacturer representative had provided contact information for a healthcare professional, but the healthcare professional has not returned her call and the patient was not able to get in to see the healthcare professional. Additional information received from the manufacturer representative reported that the manufacturer representative did not recall any device tilting issues due to weight loss from 2014. It was noted that the patient might have a follow up appointment coming up and had a device replaced recently. There were no reported patient symptoms. If additional information becomes available, a follow up report will be sent. The patient's indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that due to the ins being sideways, recharging/syncing was difficult and pain increased after ins depleted. There was a replacement surgery scheduled for (B)(6) 2016. If additional information becomes available, a follow up report will be sent.